Event description:
Event reported as "patient not losing weight, loss of restriction. Adjustment, suspected leak in tubing." "A reoperation was performed and the band tubing with the crack was removed and port was reattached." The original lap-band system, access port connector and tubing remain implanted minus the trimmed segment which is being returned for evaluation.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 22/apr/2009. The access port associated with this report was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received a segment of the tubing that was repaired. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."